Event description:
It was reported that during a lap esophagus procedure, the upper jaw was detached. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning

Manufacturer narrative:
(B)(4). Additional information the device was returned with the upper jaw detached and returned with the device. The ptc was found to be in good visual condition and secure in the upper jaw - not detached as reported. Inspection of the jaw area showed damaged to the retention pins that hold the jaws in position. The retention pins were sheared off. The device was tested with a generator and the device performed as required during testing; though all testing could not be completed due to the missing top jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.